Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the customer had an 8100 pump which was showing channel error 240.4150 which resolved when the top pressure sensor was replaced. There was no patient involvement.

Event description:
It was reported that the customer had an 8100 pump which was showing channel error 240.4150 which resolved when the top pressure sensor was replaced. There was no patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 07/13/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customer¿s complaint of channel error 240.4150 could not be confirmed; no product or device logs were returned for investigation. The reported issue of channel error 240.4150 could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. H3 other text : device not received.